Event description:
The complainant reported that a postpartum patient admitted in with cardiomyopathy was evaluated for a transplant. The patient was implanted with an impella cp and then escalated to an impella 5.5 pump. While on support, the 5.5 pump had been on support for 11 days when there were false 'in aorta' alarms and optical signal loss. The patient was cannulated to extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Device analysis: console (B)(6) was sent back to field service for further investigation. The reported complaint could not be reproduced. Visible light was detected from the optical pump connector in the console, and analog output form the ccd array of the optical bench and distortion was observed without connecting the pump. The fringe pattern was seen damped without connecting the pump. While measuring the "5s" parameter using optical cavity found that the values were very low then the specified values as per the pm procedure. Upon further investigating of the data streaming issues and going through the rlm logs, the root cause was likely a corrupted microsd card in the impella connect module/rlm (usdcorruption.png). Root cause: the root cause for the optical signal issue which led to positioning alarms was due to the malfunction of the optical bench with low snr. The root cause of the rlm issues was likely a corrupted microsd card. Corrective action: before returning the console to the customer, the following actions are instructed to perform: 1. Replace the optical bench (0042-1012) due low snr. 2. Replace the microsd card (0042-2000) due to corruption. 3. Perform section 23 and 24 of the preventative maintenance procedure (0042-7309). 4. Perform a full functional check on the console and optical system (0042-7316). A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.